Event description:
The customer reported that erratic thyroid stimulating hormone (tsh) results were generated on two unicel dxl800 access immunoassay systems for multiple same-patient samples on multiple days. This report is number one of two and represents the erroneous, high tsh results generated from unicel dxl800 access immunoassay system serial number (B)(4) on (B)(6) 2011. Data provided by the customer indicated the generation of one patient sample tsh result which was above the normal reference range. The sample was recentrifuged and repeated in triplicate on another instrument. The repeat tsh results from this second instrument were within the normal reference range. These repeat results were accepted by the customer as valid. The initial, erroneous tsh result was reported from the laboratory. It is unknown if this tsh result resulted in a death, serious injury or modification to patient treatment. The customer indicated that they had not received report of any change in treatment, and the doctor had not contacted them questioning the result. The customer indicated that they believed the erroneous result be a preanalytical and not an instrument issue. No additional patient information or sample collection/handling information was provided by the customer. The customer indicated that the instrument tsh quality control results were not within customer established specification during the timeframe of the event, however no system information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event on (B)(4) 2011. The field service engineer (fse) performed a visual assessment of the instrument. No issues were noted. The fse checked several instrument alignments and they were acceptable. The fse executed a system check and high sensitivity system check and both assessments met established specifications. A definitive root cause has not been determined to date for this event. Mdrs associated with this event are: 2122870-2011-02280, 2122870-2011-02281.